Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated that she had been dosing insulin based on her cgm and on (B)(6) 2019 she experienced a low bg level and became unresponsive. She had a hypoglycemic seizure, hit her head, and had a concussion. A neighbor called 911. When paramedics arrived, they checked her bg which showed a value of 21 mg/dl but the cgm was reading 118 mg/dl. The paramedics gave her two liters of d10w over 30 minutes followed by two amps of d50w. She is on palliative care so does not get taken to the hospital anymore when she has a hypoglycemic event, and instead is treated by the paramedics until stable. She has a tandem insulin pump but stated it was in ¿shelf mode¿ at the time of the event as it had stopped working the night before; she had it on the charger at the time of the event, and therefore it was not interoperable with her cgm. At the time of the report she was still dealing with the after-effects of the seizure and was having low energy and fatigue. She said her short-term memory is affected and the event is ¿a blur¿. Her physician advised her to switch out the failed sensor. Because of the inaccurate reading she did not get a cgm alert for her low threshold of 100 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional event or patient information is available.